Event description:
It was reported that an ilet user with a dexcom g7 experienced continuous glucose monitor pairing failure with the pump while readings were present in the dexcom app; troubleshooting included disabling the phone¿s bluetooth, restarting the pump, re-entering the sensor code, and confirming the correct cgm type, which identified that an incorrect sensor pairing code had been entered on the pump. Symptoms included hyperglycemia with a reported glucose of 401 mg/dl that was trending down after pairing was restored. Outcomes included restoration of cgm-to-pump communication and no alerts or alarms reported. Investigation included guided troubleshooting and education on correct sensor type selection and correct entry of the g7 pairing code. Investigation of this case revealed user error related to an incorrect pairing code entry and confusion between g6 and g7 selection, resulting in a temporary loss of cgm data on the pump. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and pairing.